Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report.since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a devices¿ game of thrones: cardiac resynchronization therapy vs. Pacemaker. Europace. 2017; 19(12):2042-2046. Doi: 10.1093/europace/eux081. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a patient with a competitor cardiac resynchronization therapy defibrillator experiencing output inhibition due to device interaction with an implantable pulse generator (ipg). The article reports the ipg created electromagnetic interference due to the automatic reversion of ovo mode to backup vvi as the device reached elective replacement indicator (eri). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.